Event description:
The customer reported a failure during cardioversion. It was reported that the device would not charge on battery power and subsequently failed op-check on battery power. There was no impact to the involved patient. The users switched to a different defib to deliver therapy.

Manufacturer narrative:
(B)(4). This customer reported a failure during cardioversion. It was reported that the device would not charge on battery power and subsequently failed op-check on battery power. There was no impact to the involved patient. The users switched to a different defib to deliver therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.